Manufacturer narrative:
Product complaint # (B)(4). F10 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: although distributed by depuy synthes joint reconstruction, the product is designed, manufactured, and labeled by the manufacturing supplier. The requirement of FDA reporting, complaint investigation, root cause, and corrective action is the responsibility of the designing supplier of this item, per the supplier agreement. The product/information will be transferred to the supplier with the complaint problem statement for investigation. The results of the supplier investigation are to be populated into the depuy synthes customer quality complaint management system. Per the supplier agreement, the supplier is responsible for any corrective actions identified during the complaint investigation process. The products were not returned, no product for investigation can be performed. No x ray has been provided, no information. All batches are released in compliance with supplier specifications. Supplier has no evidence to determine the cause of the complaint. Conclusion: revision leading to implant replacement can be caused by several factors that cannot be demonstrated due to lack of information. Supplier devices involvement is unlikely in these cases. The cause of the problem cannot be confirmed.

Event description:
Patient was revised due to pain. There was no surgical delay. Doi: (B)(6) 2023. Dor: (B)(6) 2023. Affected side: left hip.